Manufacturer narrative:
The disposable roth net retrieval device product line is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. Us endoscopy received a report that the net component of a roth net platinum - food bolus device detached during use. The report indicated that during a food impaction procedure a piece of steak was captured in the roth net and pushed into the patient's stomach where the net detached from the wire. The physician did not attempt to retrieve the net component and instead chose to leave the net component in the patient to pass. There was no report of harm to the patient or user. The subject device was not returned for evaluation. Review of the manufacturing record (DHR) found all in-process and final inspections were performed and acceptable results documented. The roth net platinum - food bolus device is intended for the retrieval of food bolus. The instructions for use includes warnings for the clinician to apply "continuous gentle traction" and avoid "excessive pressure" that "may cause the net to rupture or tear." This report will be updated if additional information is received. Device not returned to manufacturer.

Event description:
The disposable roth net retrieval device product line is used in the endoscopic retrieval of foreign body, food bolus and excised tissue such as polyps. Us endoscopy received a report that the net component of a roth net platinum - food bolus device detached during use. The report indicated that during a food impaction procedure a piece of steak was captured in the roth net and pushed into the patient's stomach where the net detached from the wire. The physician did not attempt to retrieve the net component and instead chose to leave the net component in the patient to pass. There was no report of harm to the patient or user.